Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient reported that his dexcom was not ¿working¿ and that his ¿readings were off¿. However, the patient was unable to provide any cgm/bg comparison values for this event. The patient left his house to get some milk and began feeling disoriented. The patient ended up in a car accident, which was reported to police. There was no documentation on whether any injuries were sustained in the car accident. Once the patient was back at home, the patient was still disoriented, uncoordinated, and his speech was very slow. The patient self-treated with milk and a cookie. The patient¿s wife ended up bringing him to the emergency room. Blood work was drawn, and it was found that the patient was hypoglycemic, however, no specific value was reported; a CT (computed tomography) scan was also done to rule out a stroke. The patient¿s dexcom device was removed in the ER as it was reported to have been not ¿working¿. The patient was in the ER for 24 hours waiting for a hospital room. The patient was treated with insulin during his hospitalization and was discharged home 5 days later. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e0131 speech disorder.